Event description:
The customer reported that cell #1 of biotestcell 1&2 yielded a false negative test result in tube technique. The customer had also used a control kit called alba q-chek. The customer had returned the supposedly defective product biotestcell 1&2 but not the control kit that had caused a false negative test result. Our quality control laboratory tested the supposedly defective product with different samples as well as positive and negative controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Furthermore, the supposedly defective product was tested with an anti-d standard that contains 0.1 iu/ml and is supposed to yield a positive reaction in the tube technique. Cell #1 of biotestcell 1&2 reacted only with a +/- reaction, cell #2 yielded a correct positive reaction. Because of the confirmed complaint a risk analysis was performed. The result of this risk analysis is that there is no risk for biotestcell 1&2 users: biotestcell 1&2 is used for screening unexpected antibodies, e.g. An anti-d. Both, cell #1 and cell #2 of biotestcell 1&2 are rh(d) positive. In this specific case the antigen rh(d) of cell #1 seems to be weakened, but there is still the normally expressed rh(d) antigen of cell #2. Therefore, an anti-d will always be detected by biotestcell 1&2. There is no risk for missing an anti-d. On the basis of the result of the risk analysis we decided that no market related activities are necessary. A deviation has been initiated to intensify the efforts to find the root cause for this complaint.

Manufacturer narrative:
This is our combined initial and final report on this incident